Event description:
Philips received a complaint on the v60 ventilator indicating that there was a low leak co2 rebreathing risk alarm. The customer informed the authorized service provider (asp) that the alarm occurred while in use on a patient, and it recurred after replacing the circuit. The device was then replaced. No delay in therapy nor medical intervention was required due to the event. There was no patient or user harm reported.

Manufacturer narrative:
H10 g - (B)(6).

Manufacturer narrative:
H10: during service by the authorized service provider (asp) on (B)(6) 2024, it was stated that the device issue could not be duplicated. The asp completed functional testing for verification, and no abnormality was observed so the device issue was not confirmed. The device then had a comprehensive inspection, cleaning, running test, and functional test before being returned to the customer ready for use.